Manufacturer narrative:
B5. Describe event or problem updated. E1. Initial reporter facility name: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal mid-right coronary artery (rca). A 3.50 x 32 mm promus premier was deployed, and a type b flow-limiting dissection occurred at the distal stent edge. Per the operating physician, lipid rich plaque contributed to the occurrence of the dissection and timi ii flow. A 3.00 x 16 mm promus premier was deployed to cover the distal stent edge dissection. The procedure was completed, and the patient fully recovered and remained stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and moderately calcified. Pre-dilatation was then performed with a 2.50 x 12 mm non-compliant balloon. The stent was fully inflated without issues at 16 atmospheres (atm) for 10 seconds, and a 3.50 x 12 mm non-compliant balloon was used to post-dilate the stent at 16 atm for 15 seconds.

Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal mid-right coronary artery (rca). A 3.50 x 32 mm promus premier was deployed and a type b flow-limiting dissection occurred at the distal stent edge. Per the operating physician, lipid rich plaque contributed to the occurrence odf the dissection and timi ii flow. A 3.00 x 16 mm promus premier was deployed to cover the distal stent edge dissection. The procedure was completed, and the patient fully recovered and remained stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).